Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm or failed battery test anomaly noted. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They inserted a new battery and the display returned. However, they received a failed battery test alarm and the device turned off. They inserted another new battery and received a failed battery test alarm. They were unable to perform the self-test. The insulin pump was not letting them select the self-test. They could only go into the basal menu. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.